Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display after making a beeping noise. Customer's blood glucose was 85 mg/dl. After troubleshooting, customer was advised that battery cap would be replaced. Customer called back after receiving battery cap and states that display screen turned of for a moment and then turned back off again. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly however; the insulin pump functioned after plugging. The insulin pump had no noise anomaly noted. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. The insulin pump had minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.